Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump shut off after it was exposed to moisture. Customer stated they did not hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer stated the pump was not dropped. Customer stated there were no cracks in the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.